Event description:
After introducing 6 matrix coils without problems into a big aneurysm, the first one or two rounds of the 7th coil were introduced without problems. Then the coil was pulled back a little without great resistance and the coil suddenly got cut. The coil had to be removed with a retriever, with no consequences.